Manufacturer narrative:
(B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare profession reported left side "removal with capsulectomies original dos- 2007, intact baker 3". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. Wear abrasion is observed. Deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare profession reported left side "removal with capsulectomies original dos- 2007, intact baker 3". Device has been explanted.

Event description:
Healthcare profession reported left side "removal with capsulectomies original dos- 2007, intact baker 3". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.